Event description:
Patient reported the infusion device display was "not ok," there was insulin in the cartridge compartment of the infusion device, and she has experienced elevated blood glucose levels and believes the insulin delivery of the infusion device is too low. Patient dried the cartridge compartment. Normal blood glucose is 90-120 mg/dl. Patient did not require treatment from a health care professional or second party to address the issue. Additional attempts to reach patient were unsuccessful, and no additional information was provided. Infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.